Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 590mg/dl and treated with an injection of insulin. Troubleshooting found that the pump appeared to be working as designed and assisted customer in changing the basal rate on the pump. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshooting. Customer also mentioned that they were previously in the hospital in october 2015 for high blood glucose but did not provide any additional information regarding the hospital visit.